Manufacturer narrative:
An event of early degradation of the trifecta valve and patient diagnosed with cardiomyopathy was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 health effect - clinical code: code 4580 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, an unknown size trifecta valve was successfully implanted in a patient. On (B)(6) 2022, the patient returned to the hospital and it was determined that there was apparent early degradation of the trifecta valve noted. The patient was diagnosed with cardiomyopathy. The decision was made to explant the unknown size trifecta valve. The patient status is unknown.